Event description:
It was reported that the recharger wires were broken due to normal wear and tear. The recharger was replaced and the issue was resolved. There were no symptoms reported. Additional information was received: it was reported that the silver part was falling off and they had to put electric tape on it. The part was replaced and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 37761, serial# unknown, explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown, h3: analysis of the desktop charger (serial number: unknown) revealed that the port pins were broken/bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.